Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat a posterior leaflet flail and degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip nt clip was implanted without issue. After prepping the second clip delivery system (cds), it was noted that the previously implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Three additional clips were deployed to stabilize the slda and treat the flail. Four clips were implanted, reducing the mr to 1-2. There was no reported significant delay in the procedure; however, the procedure time was extended to implant the three additional clips. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related due to patient morphology/pathology of a large posterior leaflet flail. There is no indication of a product quality issue with respect to manufacture, design or labeling.